Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Pt asked if they could meet a manufacturer representative (rep) to jump start the implantable neurostimulator (ins). Pt stated the ins is dead and causing pain because they lost a lot of weight and the ins hangs up on kitchen counter and they want the ins removed. Patient stated they had a primary care doctor but don't currently have a managing physician for their ins. Agent reviewed ins function and longevity, MRI information and MRI eligibility form. Agent reviewed rep's role and provided the national answering service (nas) number for the doctor's office to call if necessary.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Pt reports the battery is dead in their spinal cord stimulation (scs) device and they are trying to figure out how to get a hold of a manufacturer representative (rep). Pt stated 'nothing registers at all' and it won't connect at all when agent asked pt to try to connect with the recharger and the patient programmer. Pt stated they did not use it for a long period of time, battery was neglected, and the pt gave up. Agent asked - pt stated the last time they charged the ins was at least 3 years ago. Pt stated they are probably going to see their health care provider (hcp). Agent provided nas # and redirected to hcp to further address possible ins replacement and MRI eligibility.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient (pt) says the therapy helped for maybe a year but my nerves kept working around it. Pt says the trial went great, and "it didn't seem to be in the same place so I had a revision done but they couldn't get it in the right spot and I tried for 3 years and couldn't find the right spot so I gave up". Pt mentioned that they have lost weight and because of this" every once in a while I get it caught on a counter or something because it kind of hangs down". Pt also says that "there are times when it gets twisted somehow and if I lay on it wrong it will twist and it's not fun". The patient was redirected to their healthcare provider to further address the issue. Patient states that their scs therapy is "ineffective for my pain, so I stopped charging it and I need to get an MRI but I can t charge it". Pt says they found about a year ago they couldn't charge ins. They said they last charged ins about 5 years ago at least. Redirected to healthcare provider (hcp).